Event description:
It was reported that stimulation stopped working 'some time ago.' The reporter stated that stimulation did work for the patient in the beginning, and then the patient had multiple falls that lead to the device not working. It was reported that stimulation was reprogrammed multiple times. A week later, it was reported that the patient's doctor had seen the patient 'a few years ago' and they had turned off the device per the patient's daughter's request. The reporter stated that the patient had become 'increasingly confused' and could no longer operate the implanted system. It was reported that the device was working fine at the time that they had turned it off and the patient had returned to baseline symptoms when the device was not in use. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v050302, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).